Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the afternoon on (B)(6) 2013. The patient manages her diabetes with insulin and oral medication (types and dosages not specified) and in response to the alleged meter issue, the patient reportedly continued with her usual dosage of medications that day. According to the csr's documentation, as a result of the alleged meter issue the patient reportedly developed symptoms of "sweaty and weird feeling" a few hours later. The patient, however, denied receiving any form of treatment after the alleged issue occurred. At the time of troubleshooting, the csr verified that the subject meter's battery did not need to be replaced per owner's booklet recommendation, the patient was not using the subject meter for the first time, and there was no misuse of the lfs product. The csr also noted that the patient was using the correct test strips and the alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.